Manufacturer narrative:
The customer reported that this pipette did not dispense the correct amount of fluid. No definitive root cause was determined, and the customer aborted all testing, preventing erroneous results from being reported. Biohit product labeling instructs the customer to perform qc dependant on laboratory policy. Mts gel card labeling instructs the customer to perform daily use qc prior to testing. If the pipettor's volume delivery is significantly inaccurate or the pipettor consistently dispenses a significantly incorrect amount of volume, qc will fail. Preventing testing from occurring, and erroneous results being reported. Customer issue resolved via product replacement. The customer complaint has not been confirmed to date, as the pipettor has not been evaluated.

Event description:
Customer states that the pipette drew liquid and then dispensed the full volume.